Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patient was admitted to our operating system but not showing up in the pyxis. The technical support specialist spoke to customer and provided details of the two visits. Visit (B)(4) was showing on the device, while visit (B)(4) was not. Upon checking visit (B)(4), it was found that an admit message had been sent to the es side at 07:14 am on 10/16, followed by another message with no event at 08:26 am. The customer was advised to contact the interface team to resend the correct admit message. The customer worked with the interface team, and they were able to resolve the issue. The patient was showing on the station, and the case was proceeded to closure. The system functioned as intended after the interface team resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, one of the patients had not appeared in the pyxis system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.